Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose has been running high. The patient's blood glucose at the time of incident was 539 mg/dl, which he treated with insulin shots and insulin pump therapy. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were programmed properly as well. However, the mother mentioned that the insulin pump has been alarming low battery frequently. The customer cleared the alarms and changed the battery each time but the alarms would recur within one to two days of each other. The insulin pump was not returned and a replacement battery cap was shipped to the customer in order to rule the battery cap out as an issue.